Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A sample was returned for evaluation. Due to unforeseen issues during the receiving of the samples, it has been determined that the samples were unable to be found in this transit. B. Braun could not perform this investigation without the defect sample and could not recreate the defect. The complaint will be recorded for any related complaints in the future. Based on the data from the investigation, the reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This follow-up MDR is being submitted with the intention to indicate the following: various medications were received from the customer in order to perform some functional testing on the pump. This testing was completed to determine if there was any correlation between the medicine utilized and the rate of air in line alarms. During testing of the medications, no alarms were triggered and no correlation could be found between the type of medicine utilized within clinical applications and possible air in line alarms.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: continued air in line alarms on their space pumps. Detailed inquiry description: this account has continued air in line alarms with their space pumps. They have been using the 'enhanced sets' for two months, and are still getting a fair amount of false air in line alarms. The staff has stopped reporting them because it has become exhaustive, but it continues. Pharmacy looked in dosetrac to see what drugs were higher offenders of air alarms. This is the list they came up with: levophed 4 mg/250 ml, levophed 8 mg/250 ml, magnesium sulfate 2 gm, magnesium sulfate 4 gm, diltiazem 100 mg/100 ml advantage, vancomycin 1.5 gm (sca) - fridge, zosyn 4.5 gm premix - fridge. No injury reported.